Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of type iiib endoleak and a successful secondary endovascular procedure. The most likely cause of the compromised stent graft integrity (3b endoleak) was the use of strata material. The patient is reported as stable, and there have been no further reports of negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2013, the patient was initially implanted with a bifurcated stent and a suprarenal extension. On (B)(6) 2017, during a routine follow up, a type 3b endoleak was discovered. On (B)(6) 2017, the physician elected to reline the original implant with another bifurcated stent to seal the endoleak. Patient reported as ok. There have been no additional patient sequelae reported.